Manufacturer narrative:
Results: the cat6 was ovalized approximately 128.0 cm and 134.0 ¿ 135.0 cm from the hub. During functional testing, the cat6 was unable to advance through the hub of a demonstration neuron max. Conclusions: evaluation of the returned cat6 revealed a device with ovalizations. If the device is mishandled or pinched prior to inserting it into a sheath, the device may become ovalized. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6). During the procedure, while advancing a cat6 through a non-penumbra sheath, the cat6 distal tip became kinked; therefore, it was removed. The procedure was completed using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.